Event description:
Medwatch complaint received: nasally intubated patient, awakening from anesthesia s/p/ surgery. Anesthesia reported the patient swallowed and the endotracheal tube (ett) cuff herniated above the vocal cords and advanced slightly out of the nose. Anesthesia attempted to deflate the ett cuff. Anesthesia reported that per the pilot balloon (on the outside), the cuff had deflated but resistance was met when attempting to extubate the patient. The ett was removed with the cuff inflated. This caused a small nose bleed which was controlled and resolved. Anesthesia reported this was either a pilot balloon malfunction or possibly pilot balloon tubing malfunction. Anesthesia reported "it seems like the tubing is very flimsy, and when warmed to body temperature, it is very soft likely causing it to collapse easier".

Manufacturer narrative:
(B)(4). Uf/importer report# - 3400690000-2020-8007. The actual sample was not returned for evaluation; therefore, one sample was retrieved from current production at the manufacturing facility for simulation purposes. The cuff was inflated to 25mbar with a calibrated endotest. The cuff was able to maintain pressure. The sample was then immersed in water to undergo a leak test. No bubbles were observed flowing out from the cuff and pilot balloon. From the description reported in the complaint it is possible that the pilot balloon had a small leak or there is blockage inside the pilot balloon tubing into the cuff; however, without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Medwatch complaint received: nasally intubated patient, awakening from anesthesia s/p/ surgery. Anesthesia reported the patient swallowed and the endotracheal tube (ett) cuff herniated above the vocal cords and advanced slightly out of the nose. Anesthesia attempted to deflate the ett cuff. Anesthesia reported that per the pilot balloon (on the outside), the cuff had deflated but resistance was met when attempting to extubate the patient. The ett was removed with the cuff inflated. This caused a small nose bleed which was controlled and resolved. Anesthesia reported this was either a pilot balloon malfunction or possibly pilot balloon tubing malfunction. Anesthesia reported "it seems like the tubing is very flimsy, and when warmed to body temperature, it is very soft likely causing it to collapse easier."